Manufacturer narrative:
B3: date of event: year of event have been provided, but month and day is unknown. H3: one device was received for evaluation. Service history review identified no services reported previously. The complaint was confirmed during the visual inspection. Additionally, a detached dso seal was identified. The dso seal was replaced, and the device passed all tests thereafter.

Event description:
The customer returned the product for the door hinge was broken, during device evaluation, a detached downstream occlusion (dso) seal was identified. There was no patient involvement.